Manufacturer narrative:
Evaluation summary: as received, a crease was observed on leaflet 1 near the coaptation region. The wireform was intact, as evident in the x-ray. The valve will be sent to edwards research and development for additional functional testing. Method = x-ray. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency or product malfunction that may have caused or contributed to the event. Additional information will be reported as received.

Event description:
It was reported that a 7300tfx 31 mm mitral valve was explanted at implant. The patient initially underwent a mechanical valve replacement of their mitral valve. An intra-operative echo assessment was performed which showed unsatisfactory results. The mechanical valve was replaced with the 7300tfx 31 mm valve . Another intra-operative echo assessment was performed which showed a large central jet. The 7300tfx 31 mm mitral valve was then explanted and then replaced with a 310 cinch.

Manufacturer narrative:
Device evaluated by manufacturer. Product return anticipated but not received. Method: product return not received. Operative report and intra-operative echo results were requested from the hcp; however risk management has not released any patient records despite multiple attempts. Without additional information/patient records, the reported event cannot be confirmed. The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed and allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the complete discontinuation of cpb and removal of cannulae. If there is evidence of intervention required after complete discontinuation of cpb and removal of cannulae (for example leaflet not coapting), this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure. The device return has not been received; consequently no evaluation has been performed. The available information suggests nothing to indicate a device malfunction or quality deficiency that may have caused or contributed to this event. Without records, echocardiagraphy imaging and the device return no further investigation can be performed into the root cause of this event.